Event description:
The consumer reported accidental exposure to the eye with the binaxnow covid-19 antigen self-test reagent. Per the patient, some drops of the reagent fell into her eye. The consumer reportedly washed her eye. No additional information was provided.

Manufacturer narrative:
The consumer stated they had no further questions and provided with poison control number. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider and provided the poison control number. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained. H3 other text : single-use; device discarded.

Event description:
The consumer reported accidental exposure to the eye with the binaxnow covid-19 antigen self-test reagent. Per the patient, some drops of the reagent fell into her eye. The consumer reportedly washed her eye. No additional information was provided.